Event description:
The surgery center reported that in the last two months 4 possibly 5 patients presented with sterile endophthalmitis at approximately one to three weeks following cataract extraction procedure. The patients are being treated and are responding to the treatment. The customer performed a culture on fluid extractions from four irrigation and aspiration (I/a) handpieces. Two of the four extractions were found to be positive for endotoxins. It is not known which handpieces were used during the procedures, however, all their handpieces are from the following lot numbers: 07945, 020914, and 02100.

Manufacturer narrative:
Additional narrative: an amo equipment specialist reviewed cleaning procedures with the or staff and surgeons and found that they were not adequately cleaning the handpieces. It was also found that they were cleaning the handpieces with enzymatic cleaner which is not recommended for this product. The equipment specialist advised the staff to discontinue using the enzymatic cleaner. The or staff was also instructed in proper cleaning procedures for all the equipment.